Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient was admitted to the facility and underwent fusion surgery on the lumbar region of his spine from vertebrae l3 to l5. It was reported that rhbmp-2 was used in the surgery. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). Post-op patient had increasing low back and leg pain. Patient continues to experience significant low back pain, with radiating pain in his lower extremities. Patient experiences difficulty moving around, and sitting and standing for extended periods.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: l3-l4 fracture dislocation. She underwent following procedures: open reduction of l3-4 fracture dislocation; posterior lumbar fusion, l2-3, l3-4, l4-5; posterior lumbar instrumentation with segmental pedicle screws, l2-3, l3-4, l4-5; cancellous allograft mixed with bone morphogenic protein, a total of 24 mg. As per operative notes,¿ alopak was mixed with 24 mg of bone morphogenic protein and then placed this posterolaterally from l3 down to l5. The subcutaneous tissue with 2-0 vicryl and a hemovac drain was placed in the deep fascia. The skin was closed with 3-0 monocryl sutures. There were no complications.¿